Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that there was nothing pulling out when they checked the infusion site. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.